Manufacturer narrative:
Isi did receive the surgeon side console (ssc) viewer and performed failure analysis. The viewer was analyzed and power cycled but the error did not return. The unit was installed on an internal equipment fixture or tool (eft) system and could not replicate reported issue (cnr). The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tilt axis was returned and evaluated by the failure analysis team, who performed visual inspection and found no problems related to reported issue. Checked and verified errors 48352 and 319 in lighthouse (aperture), then installed on a internal equipment, fixture, or tool (eft) system. Powered system on in which system powered on with no errors or failures. Checked tilt operation and could not confirm any problems an appears to be working as designed. Attached instruments and drove system and still no failures or errors, tilt is working properly at this time and cannot confirm reported issue (cnr).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report during either the second or third case the teaching console lost video in one of its eyes. The csr stated it had and error 48352. The csr didn't have any additional information. The tse reviewed the logs and couldn't find the error in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse said that the procedure was completed using another console. During fse visit, error was found pointing somewhere between the viewer and common computer controller (ccc). However, the exact cause of the error was unclear, requiring multiple visit to diagnose the issue. During one visit, the fiber cable was cleaned. The fse removed the boom, column and cleaned up the fiber connections. But the issue returned. The fse was thinking to replace the horizontal harness but the tse suggested to replace the viewer and the tilter as well. The hospital has three systems, all of which use dual consoles.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the viewer, tilt axis, horizontal harness and the new covers for the viewer. The system was tested and verified as ready for use.